Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient receiving fentanyl 3000 mcg/ml for a total dose of 848.8 mcg/day via an implantable pump. It was reported the patient experienced no pain relief. It was noted that the patient denies any factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a catheter access port (cap). A myelogram was attempted through side access port and appeared to fill the pocket around the pump. There were no actions/interventions taken at this time. It was noted that surgical intervention did not occur, but was planned but not scheduled. The issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was asked but unknown. The event date was (B)(6) 2021. No further complications were reported/anticipated.